Event description:
Reusable guidewire spring tip broke off inside the pt during egd. As the guidewire exited, the tip of the edg scope, the tip with the wire spring broke off inside the pt. Physician removed the guidewire from the edg scope and proceeded to insert a snare to retrieve the wire spring. Snare placed around the guidewire spring and pulled out through the scope. All remains of the guidewire removed.